Event description:
Prior to a laparoscopic assisted vaginal hysterectomy procedure, the 4-40 stud broke off of the device. The procedure was completed with another like device. There was no patient consequence.